Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the objective lens peeling was stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual describes how to inspect for the subject event in chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ as below. Inspection of the endoscope. 1. Inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope exhibited image issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was found that the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: due to damage on charged coupled device (ccd), a noisy image occurred. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; video connector had a crack; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.